Event description:
Customer reported the defibrillator displayed a keyfault error while connected to a pt. Customer reported the pt rapidly converted to asystole and expired. Customer stated the device did not cause or contribute to pt outcome. Service rep able to duplicate reported condition.